Manufacturer narrative:
Follow-up #1: correction to product.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient not using cartridge per IFU).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. The patient had a blood glucose (bg) of hi per meter with polyuria and polydypsia. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the patient was not using the cartridge per IFU. This report is being made due to the bg excursion the patient experienced due to training misuse.